Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed several tests during pre-use check. The ventilator was investigated on site by our field service engineer. According to information the unit failed internal leak test, pressure transducer test, safety valve test and flow transducer test during pre-use check. Further investigation revealed that the inspiratory pressure transducer was defective. However,no part returned for investigation. Moreover, device logs were not provided. Therefore, no root cause can be established. The pressure, conveyed via the pressure tube connected to this block, is led to and measured by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cm h2o to +160 cm h2o. Technical limitation: pressure exceeding ±400 cm h2o must be avoided.